Manufacturer narrative:
(B)(4). D10: 1.5/0.6 2mm lefort plate cat# 01-6482, lot#584040. G2: brazil. It is unknown whether the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2023 - 00437.

Event description:
It was reported that a patient underwent a revision procedure approximately 11 months post implantation due to fractured plates. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10 visual examination of the provided picture identified two fractured lefort plates. The photo shows all of the explanted devices, and two of the plates are clearly fractured. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided, however, they were determined to be pre-operative. Therefore, the images do not capture the alleged event and radiologist review would not enhance the investigation. A definitive root cause cannot be determined. The reported event is confirmed, based on the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient underwent a revision procedure approximately 11 months post implantation due to clicking of the jaw and fractured plates. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.